Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement tests. No motor error alarm was noted. The motor passed the motor test. The insulin pump had minor scratches on the display window, cracked case near the display window corners and a cracked reservoir tube lip.

Event description:
Customer reported a motor error alarm during a bolus. The blood glucose reading was 143 mg/dl. Customer stated that the insulin pump had not been exposed to any strong magnetic field or MRI. Customer was assisted in clearing the alarm and stated that he was able to rewind the insulin pump. He stated that he was looking at the sensor glucose graph during the bolus. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.